Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. The reported issue (unit had lemo connecter was bent and burned) was able to confirmed by carefusion certified service technician. Upon visual inspection of power flex connecter showed that the component was physically damaged. However o2 blender does not reveal any physical damage or abnormalities. The reported issue was resolved by replacing power flex and main flex.

Event description:
The customer reported complaint that the ventilator's lemo connector was bent and burned.